Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - received for analysis was the detached stent, stored in a plastic container. The delivery catheter was not received for analysis. Also returned for analysis was the stent protector and product mandrel. A detailed microscopic examination of the stent found that the stent was stretched and compressed. No issues were noted with the stent protector and mandrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The patient presented with an acute myocardial infarction. The lesion was located in the right coronary artery. The lesion was predilated with an unspecified device and a 3.5x16mm variflex stent was advanced to the lesion. The physician inflated the delivery system balloon and removed the catheter. Under angio, no stent was seen in the lesion. Ivus was used and found no stent inside the patient. The dislodged stent was found outside the patient in the stent protector. The procedure was completed with another variflex stent. No patient complications were reported. Patient status is listed as fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The patient presented with an acute myocardial infarction. The lesion was located in the right coronary artery. The lesion was predilated with an unspecified device and a 3.5x16mm veriflex stent was advanced to the lesion. The physician inflated the delivery system balloon and removed the catheter. Under angio, no stent was seen in the lesion. Ivus was used and found no stent inside the patient. The dislodged stent was found outside the patient in the stent protector. The procedure was completed with another veriflex stent. No patient complications were reported. Patient status is listed as fine.